Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was noticed on the right internal carotid artery which led the physician to deploy a second stent to cover the dissection. The procedure was completed successfully and the patient was stable and discharged the following day per protocol. No further issues were reported.